Manufacturer narrative:
Based upon the inquiry information received, visual and functional examination: the unit was found to require the vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that they are returning their unit for service. Description of failure: display screen tuning lock defective. No further information is available. No reported patient consequence.